Event description:
The facility's ICU coordinator reported an infusion pump that fell from an IV pole. The hook on the pump broke when the IV pole was moved, and the pump landed on the registered nurse's head. A cat scan was administered. No long term injury sustained by the registered nurse. Attempts were made by baxter to obtain additional details regarding specific patient information but no additional details were available.